Event description:
Customer reportedly received results of 232 mg/dl and 82 mg/dl within 10 minutes on the compact plus system. A second occasion, he reportedly received results of 400 mg/dl and 150 mg/dl within 10 minutes on the compact plus system. Customer had also reportedly received the following results on the compact plus system within 10 minutes: 346 mg/dl, 599 mg/dl, and 158 mg/dl. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.